Event description:
An invacare representative reported that the walking beam had unspecified issues as well as caters not staying upright. Both issues could cause product instability, reduction in weight bearing capacity and a potential for the user to become stranded.